Event description:
It was reported that the patient was experiencing ineffective stimulation. X-ray imaging revealed that the l4 leads were fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.